Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The complaint was resolved by documenting the repeated faults and referencing previous service records for repair details.

Event description:
It was reported that during prior to starting a pulmonary lobectomy on a da vinci 5 system, the site experienced repeated faults on the ergo. The site indicated that this issue had occurred previously and this service request was opened to document information from a previous procedure. No troubleshooting steps were performed during this event, and all repair details were to be captured in a separate field service order. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380763-35 vertical motor module and pn: 658440-10 mceb cfg to resolve the issue. These units were returned for failure analysis. Failure analysis did not replicate the reported issue on mceb board. However, failure analysis confirmed and replicated the reported issue on the motor module. A visual inspection was performed, and it was found that the motor connector pin is damaged, which is attributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.